Event description:
It was reported "PICC nurse went to insert PICC and noticed a human hair inside the packaging. She took a picture of the hair and discarded the kit."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refz2042 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC nurse went to insert PICC and noticed a human hair inside the packaging. She took a picture of the hair and discarded the kit."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of hair in the catheter tray was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a portion of sterile drape. A hair-like fiber appeared visible on the depicted region of drape. No package details were discernible in the photograph. A fiber was visible in the submitted photograph; however, the opened state of the tray prevented determination of source of the fiber and when it was introduced to the drape. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include introduction of foreign material during kit packaging or after the kit was opened. A review of the manufacturing quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacturing and assembly of that product lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The report of a hair in the kit has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. H3 other text : evaluation findings are in section h.11.